Event description:
Pt developed a general urticarial rash and hypotension (systolic bp=50 mm hg) following hemodialysis. Solumedrol and epinephrine were given. The physician suspected that the dialysis anaphylaxis may be a reaction to the ethylene oxide, a sterilant used on dialyzers (while at the factory).